Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a no disposable pump won't run alarm. Air was noted. The patient was not affected. Reservoir volume was 8.9, rate 2, given 84.15. There was no patient injury reported.